Event description:
It was reported that the patient was in hospital for issues with their mitral valve. It was noted on (B)(6) 2024 that intermittent loss of capture was observed on the right ventricular (rv) lead. Autocapture algorithm was on at the time of the event. The patient had been previously programmed to unipolar mode to prevent oversensing in bipolar mode as the patient was pacemaker dependent. An auto capture test was run and was successful. A threshold test could not be completed as the device indicated fusion. A test electrogram showed a ventricular pace with no capture and no backup pace. It was not known why autocapture was unable to verify capture. Auto capture was turned off and programming changes were made to resolve the loss of capture. No known symptoms were observed as a result of the loss of capture at the time of the observation.